Event description:
It was reported that the device was set to the incorrect mode, doo instead of ddd. It is unknown if this was changed manually because there is no documentation of the change. There was also a damaged locking connector on the ventricular cable that could have accounted for the lack of sensing. No patient injury was reported as a result of this event.